Event description:
It was reported that the patient had a shocking or jolting sensation. It was noted that the patient had stimulation in the wrong location and they had anterior stimulation in their ribs. It was noted that about a month prior to the report the patient¿s stimulation stopped working. They lost therapy in their legs. It was noted that on the day of the report the patient met with a manufacturer representative and they turned the stimulation back on. The stimulation was turned up to 10.5v and the patient was either not feeling it or feeling it in random places. The patient felt some stimulation in their right hand, right arm, and in the mid back. The patient also had painful rib stimulation and back pain. The impedances were all normal and in the range of 895-1126 ohms. The manufacturer representative tried reprogramming but this did not help the issue. The patient was feeling shocking in their back and around the implantable neurostimulator (ins). It was further reported that the impedances were normal. There was no cause of the issue determined. The patient was experiencing painful and random stimulation and shocking to the thoracic area, right hand, and right thigh but only when the system was at 8-10.5 volts. X-rays were being planned to check placement and all connection points. The patient¿s stimulator was off at the time of the report and they were getting no therapy. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3487a, lot# j0005700v, product type: lead. Product ID: 3487a, lot# j0005700v, product type: lead. Product ID: 74002, lot# n205561, implanted: (B)(6) 2010, product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).